Manufacturer narrative:
The analyzer alerted the operator to sample abnormality requiring further verification prior to reporting. The wbc abn scattergram flag indicated that a peripheral smear review should have been performed prior to reporting results. The differential results were appended with asterisks (*), indicating that the reliability of the data was low. The nrbcs results were displayed as dashes (----) indicating enumeration was not possible. Nrbc is a common interference that can elevate wbc counts. This interference is described in the xn-series instructions for use. Additionally, it is common for newborns to have nrbcs present in their blood. It is unknown if antibiotics were necessary based on clinical signs and symptoms. After a corrected report was issued, the treatment was not discontinued. Analyzer performed as designed.

Event description:
On (B)(6) 2016 a high wbc count of 80.65 x10^3¿l for sample ID (B)(6) was reported out of the laboratory prior to the operator reviewing the manual smear to correct the wbc count for the presence of nucleated red blood cells (nrbc). The operator performed a manual smear review noting 806 nrbcs/100 wbcs. The wbc value was manually corrected to 8.9 x10^3¿l the same day. It was reported that the patient received antibiotic treatment based on the initial results. The treatment was reported as follows: ampicillin 550 mg IV every 12 hours: administration began on morning of (B)(6) and discontinued (B)(6). Gentamicin 14.8mg IV every 24 hours: administration began on morning of (B)(6) and discontinued (B)(6). Meropenem 140 mg IV every 12 hours: administration began evening of (B)(6) and discontinued (B)(6). There was no negative impact to the patient from the treatment provided.